Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to have press fit failures. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device disassembled. There was no patient involvement; no patient impact.